Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. The reporter stated that either the pump or infusion set smelled like insulin. The reporter was unable to identify which part smelled like insulin; however, the smell was reportedly stronger after a larger bolus was delivered. The cartridges were allegedly reused at least once. During troubleshooting, the reporter was advised to discontinue reusing the cartridges due to the increased risk of leakage. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a site/set/cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.